Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of mucomyst. Per report, "the patient arrived on unit from the emergency room. The pump indicated there was 609mls infused between the first and secondary bag with 141mls was left to be infused. However, there was approximately 300mls remaining in the bag. Mucomyst was hung as a secondary bag to a primary fluid bag of normal saline. It was noted that the primary was backing up into the secondary despite clamping attempts. Instructions were provided to restart bag from beginning. There was patient involvement, but the outcome is unknown."